Event description:
It was reported by the pt that: "I had fleur de lis abdominoplasty surgery on (B)(6) 2014. Two and half weeks after the surgery on (B)(6) 2014 all of my incisions started to open. After seeking treatment from the doctor and home health nurses, it was brought up that my body might have been rejecting the sutures used to close me with. Per the doctor she used stratafix #2 polydioxanone suture. All of my wounds had sutures coming out of them. My home health nurse felt the doctors should do another surgery and remove the remaining sutures to help heal the wounds. That was not done due to the infection risk. Sutures were removed daily from a total of 14 wounds. I still have two wounds as of today (B)(6) 2014 and last removed a suture ib (B)(6) 2014". (B)(4).

Manufacturer narrative:
Method/results/conclusions: on 07/28/2014, a used partial suture fragment was received and sent to decontaminate. The suture fragment was visually inspected, presence of barbs were detected. Dehiscence is a known risk with any suture material. Without reviewing or testing sterile samples from the same finished goods lot, the exact cause of this complaint cannot be determined with certainty. Without the finished good lot number, it is not certain if there were any quality issues related to the finished good lot. However, a record review was performed for the finished goods lots purchased during the past six months for this item. (B)(4) device history records were reviewed. There were no non conformances issued for these lots nor suture component lots.(B)(4). Item #sxpd2b405 stratafix spiral pdo knotless tissue control device 2ctx #2 pdo 36 x 36, lot unk.